Event description:
While troubleshooting a leak the field service engineer (fse) found the unicel dxh 800 cellular analysis system was failing latron controls and failing backgrounds for platelets (plt). Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/19/2015. The fse found that the latron controls and plt backgrounds were failing and that the differential and retic chambers were cloudy. The fse cleaned the chambers, which repaired the failing backgrounds and controls. The repairs were verified per established procedures. (B)(6).